Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿red alarm¿ was confirmed via the provided log file. The log file contained data spanning approximately 14 days ((B)(6) 2023 ¿ (B)(6)2023 per timestamp). An ¿intentional pump stop¿ flag was observed on 21jul2023, briefly stopping the pump. The pump ramped back up to speeds above the low speed limit within approximately 2 seconds, and the controller did not lose communication with the pump. The pump¿s speed remained above the low speed limit throughout the remainder of the data, and no other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, further information regarding the pump stop command and the red alarm was unable to be provided; however, the alarms associated with the pump stop command (pump off and low flow) would cause a flashing red heart alarm to occur on the system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (rev. G, section 4 ¿system monitor¿) instructs users on how to use the pump stop command via the system monitor. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. During the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient could not identify the alarm as they were admitted at the time. Troubleshooting was performed, including checking energy sources and connections, performing a controller auto-test, and pump auscultation. An echocardiogram (echo) was performed and the pump was working properly after the event. Clinical optimization was performed including diuretics and volume management.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿red alarm¿ occurring on the system controller was not confirmed. The provided log file contained data spanning approximately 14 days ((B)(6) 2023 per timestamp); however, no atypical events regarding the controller were observed. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, further information regarding the reported ¿red alarm¿ was unable to be provided, and further alarms were not reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was difficult to optimize as they were suffering from pulmonary congestion. The patient reported that some weeks ago they had some red alarms on the controller, but the alarm was unable to be identified. A log file analysis revealed a potential electrostatic discharge (esd) event on (B)(6) 2023.